Manufacturer narrative:
Device evaluation and additional information has been provided in h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was observed. Iol was returned in 3 segments. Toric markings present on the lens, no label or product carton returned, no sn. Only pr number present on the plastic bag. Solution was dried on the returned segments. Two photos reviewed, there appears to be toric markings on the optic. One video reviewed, the device comes into view over the eye during surgery, the iol was advanced through the nozzle and into the eye. As the iol unfolds in the eye, there appears to be toric markings on the optic. The root cause was deemed to be manufacturing related. Incorrectly labelled product was released. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after insertion of an intraocular lens (iol) in eye during implant procedure, it was noted that a toric mark was found on lens. The iol was left implanted in patient's eye. The direction will be determined after examination on the following day after the surgery. Additional information has been requested, received and stated the patient visited the hospital the next day after implant, and although his visual acuity was slightly not good at 0.7 in the distance, any particularly noticeable strange refractive values were not measured. As per the physician, there are such cases the day after surgery, so when the patient visits the facility again next week, he will measure the visual acuity and refractive values. Therefore, iol replacement was pending. Additional information has been received and stated post operative patient astigmatism has been overcorrected. The patient will visit the facility again soon and the surgeon will decide whether iol is replaced or not according to the next result. Additional information has been received and stated there were no changes in patient reflex values, subjective values, or visual acuity, and the surgeon decided and the iol is replaced.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).